Event description:
*It was reported that the insulin pump has an unresponsive keypad. Customer reported that buttons on insulin pump are pressing down on their own and are sticking. The blood glucose reading was 149 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number ramping anomaly was noted on the display. The insulin pump passed the unexpected restart error test with no alarm. The insulin pump was monitored and all operating currents tested within specified range. No blank display was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.